Manufacturer narrative:
(B)(4). It was reported on the FDA maude site that, for a delivery that was monitored with a philips m2705a fetal monitor, upon sonogram the infant was without fetal heart rate activity. The mother's heart rate was reported to have been double on the fetal monitor. The customer's report was not forwarded to philips, so philips is not able to confirm the identity of the hospital involved or to further investigate this use outside normal and expected use. The maternal pulse oximeter was in use as recommended by philips device labeling. Note that the device labeling (ufu) clearly and prominently instructs users to verify fetal viability before beginning to monitor, so this monitor was being used outside normal and expected use. There is no indication that the fetus was viable at any time during this hospital's use of the fetal monitor, so the available info supports that the device was not a factor in the outcome for the baby. This report does not support any malfunction of the device or any problem with design, manufacturing, materials, or labeling. No further investigation or action is warranted at this time.

Event description:
It was reported that it was suspected fetal monitor flaw #4: when there is an absence of baby's heart rate, the monitor doubles the mother's heart rate. Upon sonogram the infant was without fetal heart rate activity.